Manufacturer narrative:
A 510(k) # is k082590. Lifescan received the meter involved with this complaint and completed device evaluation on (B)(6) 2011. Investigation revealed a corroded battery contact. This complaint is being reported because the returned meter failed testing.

Event description:
The lay user/patient contacted lifescan alleging the meter had date/time issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. This malfunction is not considered reportable as lifescan does not believe the chance this malfunction causing or contributing to an (B)(6) is more than remote and has not reported an ae where this malfunction may have caused or contributed to the injury/death.